Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where the customer reported that when used with an unspecified pump, the pump showed n185 alarm. There was unknown patient involvement and unknown patient harm. No additional information was provided.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Manufacturer narrative:
Additional information in d9. The complaint of an alarm on the 123390488 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) could not be reviewed due to the unknown lot number.